Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, when the plunger was retracted a cuff miss occurred. Two additional proglide devices were used with the same results. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. A clinically significant delay in the procedure was reported, the patient was reported to be in discomfort. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction- lot number changed from 40416k1 to 31203k1. Correction- device code was changed from 2913 to 1157. Evaluation summary: the device was returned for analysis. The reported difficulty depressing the plunger was not confirmed, there was no resistance noted during functional testing. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for difficulty depressing the plunger reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the filing of the initial medwatch report, reportedly, the plunger was difficult to depress resulting in a cuff miss. Two additional proglide devices were attempted; however, there was difficulty depressing the plunger. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.